Event description:
A customer reported to beckman coulter (bec) that they found fluid on top of the sample draw tubes when being off-loaded from the unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer discovered the cap piercer blade washer was leaking. No flags or error messages alerted the customer to an instrument issue. The customer indicated that less than 5 ml of fluid had leaked and all fluid was contained within the instrument. There was no exposure or injury to the laboratory personnel in relation to the leak. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse flushed vacuum line for cap piercer drain to restore proper draining. The fse also performed preventive maintenance (pm b) procedure since it was due in march of 2013. The fse verified system performance. The fse confirmed failure mode was an obstructed vacuum line for cap piercer drain. (B)(4).